Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 200 mg/dl and 92 mg/dl. Customer was feeling low blood sugar symptoms with the readings. Reading of 92 mg/dl is below his normal range. Based on the result, customer's mother fed the customer 15 grams of carbohydrates. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.